Manufacturer narrative:
(B)(4). Due diligence to request for the product to be returned has been completed. However, no product has been returned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had premature battery depletion (pbd). Boston scientific company representative reported that this implanted device was replaced because of a premature end of life (eol) indication. There was no loss of pacemaker function. The clinic stated that on the previous device check, the device still had a year and six months remaining. But subsequently, during the latest device check, the device was found out to be on eol. The pacemaker will be returned. This pacemaker was explanted and not in service. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.